Manufacturer narrative:
Corrected report type from adverse event and product problem to only product problem.

Event description:
It has been reported that the device speakers are not functioning properly.